Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco drying cabinet and identified that the channel inside the cabinet that holds the rack in place had edges with a rough surface. The technician smoothed out the rough edges. The unit was tested, confirmed to be operating according to specification, and returned to service. A three-year complaint review confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that three employees obtained cuts to their finger(s) when loading a rack into their amsco drying cabinet. The first employee self-applied durabond on two of their fingers and continued working. The second employee was reported to have fainted and hit their head. It is unknown whether medical treatment was sought or administered for the second employee. No information was provided pertaining to the third employee.